Event description:
It was reported that intermittent altitude alarms occurred despite customer following precautions and not exposing pump to moisture or wearing it against skin. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, pump was replaced under warranty, and technical support instructed customer to place original pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label, which customer understood and acknowledged.